Manufacturer narrative:
(B)(4). .

Event description:
It was reported that "our customer's stating that they received defective product. They stated that 'the line that inflates the cuff is damaged near the top, it appears melted and no air can go past". No patient involvement.